Event description:
It was reported that a user of the ilet experienced sustained hyperglycemia with cgm readings above 400 mg/dl for several hours despite approximately 6 units of insulin delivered, and the agent advised to perform infusion set and supply change to address a potential delivery issue. Investigation included technical support review and user education on troubleshooting steps. Further investigation of this case revealed that the cause of the hyperglycemia was not determined, and a possible infusion site or cannula issue may have contributed to the issue. Symptoms included a headache without other acute manifestations. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or hospitalization, with the user blood glucose subsequently reported as coming down. It was concluded that the event was user-reported hyperglycemia with unclear cause and no injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.